Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connecting to the network. A field service engineer (fse) found the station was unable to connect to hospital network, it was showing unidentified network. The fse tried refreshing connection, same issue. Other station at facility was having the same issue. So, advised the customer to reach out to hospital information technology (it). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not connecting to the network. The customer stated that this malfunction caused a delay in dispensing the medications to the patient and the user had to dispense medication from another location. There were no adverse events or injuries reported based on this event.